Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ insyte autoguard shielded IV catheter there was leakage at the connection site. The following information was provided by the initial reporter. The customer reported about leakage occurring from the connection. No further information, including what leaked, has not been provided.

Manufacturer narrative:
Investigation summary: bd received a 22 gauge insyte autoguard IV catheter adapter assembly from lot 1040911 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the outer thread at the end of the luer adapter was smashed and had a nick at one side. The damage to the outer threads of the luer could prevent a connection to be achieved and resulted in the reported leakage. Next, a water/air leak test was performed and leakage was observed coming from the device. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing related defect that occurred due to a misalignment between the adapter and the manufacturing equipment. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to raise awareness of this issue and prevent recurrence. H3 other text : see h10.

Event description:
It was reported when using the bd¿ insyte autoguard shielded IV catheter there was leakage at the connection site. The following information was provided by the initial reporter. The customer reported about leakage occurring from the connection. No further information, including what leaked, has not been provided.